Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed no issues. Functional evaluation revealed the unit has little to no output voltage to any wand port. Opening the device, dried liquid residue is noticed directly on the mainboard and floor of the unit, some near the wand port connectors. Arc/burn damage is found around the 18pin wand connector to the main board. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for arcing has been associated with a component failure. Factors, which could have contributed to the failure, include a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. The root cause for no output voltage has been associated with an electrical component failure. Factors, which could have contributed to the failure, include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a surgery the quantum 2 powered off and smoke was noticed. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).